Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibits mild usage; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window; no failure was detected. Fiber card analysis: use date: (B)(6) 2015 - no procedure data. Probable root cause: based on the device analysis, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to begin forward-firing. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "good" - there was no injury reported.